Manufacturer narrative:
Supplemental MDR no. 2016493-2024-04010_supplemental1 was submitted to recall MDR no. 2016493-2024-04010 as the parts returned to the manufacturer and there was no thermal damage found during the part analysis.

Event description:
It was reported by the customer that the pyxis medstation es system had frequent failing drawers. During device inspection, a field service engineer found that the retractor band had heavy thermal damage. The reported incident did not affect any other device or patients in the area. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, e3, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-nov-2022 to 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band had sustained severe thermal damage. A field service engineer replaced the retractor band, reseated or added stabilant to the row board cable at the drawer board, rebooted the system and refilled the drawer with cubies. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the retractor band had heavy thermal damage causing drawer not working as intended. A field service engineer replaced the retractor band to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had frequent failing drawers. During device inspection, a field service engineer found that the retractor band had heavy thermal damage. The reported incident did not affect any other device or patients in the area. There were no adverse events or injuries reported based on this incident.